Event description:
It was reported that the pt. Presented for surgery with junctional stenosis above previous l3 to sacrum fusion with instrumentation. Procedure was for extension of a previous fusion to t10, with pedicle screw instrumentation attached to the previous instrumentation, removal of s1 pedicle screw on the right side, and decompression with partial facetectomies bilaterally at l1-l2 and l2-l3. Crosslink, allograft, and dbm material was placed from t10 down. Approximately 2 years post-op the pt. Presented for surgery with instability with radiculopathy above previous t10 to sacral fusion with destruction of t9-t10 interspace. Operation was for extension of previous fusion to t8 with posterior instrumentation with pedicle fixation and interbody graft at t9-t10 with peek graft filled with bone graft and dbm. During surgery it was found that the upper pedicle screws were loose in the vertebral body and may have eroded into the t9-t10 disc space. T10 screws were removed and pedicle screws were placed at t8 and t9 bilaterally. Bone graft, dbm, and bcp strips were placed on each side at t8 and t9.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.